Manufacturer narrative:
Corrected data for follow-up #01: date received by manufacture - 04/14/2016.

Manufacturer narrative:
(B)(4). Device evaluation: post market vigilance (pmv) led an evaluation of two opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. One needle was received with a broken tip. Upon microscopic inspection of the needle, instrument marks were observed at the break site of the needle body. The returned sample was found not to meet quality release specifications after application in the clinical setting. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. The observed instrumentation damages suggested that the needles were grasped improperly at the needle tip during application. Firmly grasping the needle at the tip weakens the needle causing it to bend and/or break. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4). Name the reporting person only provided as being a nurse.

Event description:
According to the reporter: during a cystoprostatectomy and after use on the patient for a bunching suture technique the device was placed on the counter and noticed to hap its tip missing or crushed from the remainder of the needle. Despite not knowing where the tip went the patient was x-rayed in search of the tip but the tip was never found. It is reported that there was no tissue damage, no added blood loss and no injury to the patient and last patient's status is good. No further patient details could be provided.